Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the aaa 24-01 tambe post approval study and information was obtained from the imedidata clinical database: on (B)(6) 2025, a patient was treated for a thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe), with gore® excluder® iliac branch endoprosthesis being used in the iliac arteries. The physician intentionally did not implant devices in the hgb, so that blood would continue to perfuse the aneurysm sac and provide blood to the spinal cord. The patient tolerated the procedure. On 1 month follow-up imaging, the aneurysm sac measured 64mm. On 6month follow-up imaging, the aneurysm sac measured 66mm. On follow-up imaging (B)(6) 2025, the aneurysm sac measured 71mm. No treatment is listed; but the physician intends to perform an angio in (B)(6) 2026 to see what could be done.

Manufacturer narrative:
Following additional review, the previously recorded event has been reclassified and does not meet the regulatory definition of a complaint under 21 cfr §820.3 or iso 13485:2016. The enlargement of the aneurysm sac was the result of a deliberate physician clinical decision to intentionally leave a portal open in the device in order to allow blood flow into the aneurysm sac. This action was intentional, known, and controlled by the physician, and was not due to a deficiency in the device¿s identity, quality, durability, reliability, safety, effectiveness, performance, or usability. There is no allegation or evidence of device malfunction, failure, or deviation from specifications, nor is there an indication that the device failed to perform as designed or intended. The outcome observed is attributable to clinical technique and treatment strategy, which is outside the manufacturer¿s control and does not constitute a product-related deficiency. Accordingly, the event has been reclassified, and the prior complaint entry is withdrawn. Updated h.6. Investigation conclusions from d1101 to d14.